Event description:
The customer reported to beckman coulter (bec) that one patient sample run on their unicel dxh 800 coulter cellular analysis system gave monocyte (mo) and neutrophil (ne) % results that were different than the manual differential estimate and that no instrument messages were triggered. Review of the provided data showed that the dxh 800 analyzer gave lower ne and higher mo results without instrument flags compared to the manual estimate, which was considered correct. Patient results are provided. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment attributed to this event.

Manufacturer narrative:
The specific sample was collected in a 4.0 ml bd tube, stored at room temperature for 3 hours and 25 minutes and run in primary (cassette) mode. Controls were run before and after this event and were within range. The instrument is currently performing within quality control (qc) specification. Previously run patient samples were rerun to confirm accurate back to the last run. Beckman coulter field service engineer (fse) was not dispatched for this event. Analysis of the provided raw data does not show any algorithm issue. Failure mode is unknown as analysis of raw data does not show any algorithm issue. The cause of the difference between the dxh800 results and the manual reading cannot be determined.